Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-14262.

Manufacturer narrative:
A 26mm commander was returned and unlocked at default position, inserted through 14f sheath with the nosecone exited through sheath. Complete loader was over the flex shaft. Intima was observed on the sheath shaft near the distal tip. Visual inspection of the returned device was performed, and the following was observed: sheath shaft appeared s-shaped curvature. Liner tear was observed 9¿ in length from the distal strain relief. Liner was bunched near the distal tip.  An additional liner strand approximately 4¿ in length was observed extending outside of the sheath distal tip. A kink was observed on the sheath shaft 6¿ from the sheath distal tip. Scratches were observed throughout the length of the sheath shaft. Review of procedural videos/imagery/photographs that were received was performed and the following was observed: valve struts exposed through the sheath liner.  Liner strand observed near liner tear region.  Sheath shaft appeared curvature and twist. The outflow of crimped valve was compressed/deformed while in the sheath shaft. The crimped valve was located at proximal of inflation balloon based on the triple marker position. Due to the nature of the complaint (sheath damaged), no functional testing was able to be performed. Dimensional analysis was performed. The liner thickness was measured along the length of tear and liner strands. The liner thickness was found to be within specification at all measured locations. Review of lot history revealed no other similar complaint related to sheath resistance with delivery system, sheath kink, sheath liner strand or liner tear.   A device history review (DHR) was performed and did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A review of complaint history on confirmed device complaints (returned and no product returned) from november 2019 ¿ october 2020 revealed similar events for the esheath (all models and sizes) related to sheath resistance with delivery system, sheath kink, sheath liner strand and liner tear. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instructions for use (IFU)/training manuals were reviewed for instruction involving device preparation and procedures relating to the complaint event: esheath IFU, commander delivery system IFU, device preparation training manual, and procedural training manual. The following is relevant to the reported events: precautions: the esheath temporarily enlarges to allow the passage of devices; ensure that the vasculature can accommodate the maximum diameter of the expanded sheath. When inserting, manipulating or withdrawing a device through the esheath, always maintain orientation of the sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Potential adverse events: complications associated with standard catheterization and use of angiography include, but are not limited to, allergic reaction to anesthesia or to contrast media; injury including perforation or dissection of vessels; injury at the site of access that might require vessel repair; thrombosis and/or plaque dislodgment which may result in emboli formation; distal vessel obstruction; stroke; ischemia and/or death. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available based on the review of the IFU and training manual, no deficiencies were identified.   During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported events of sheath resistance with delivery system, sheath kink, sheath liner strand or liner tear were confirmed based on the condition of device return. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.  As reported, ¿difficulties were encountered while advancing the commander delivery system with crimped valve through the esheath when the ds was approx half way. The vessels were screened and no problem was seen. The system was advanced further and then the esheath kinked, and an rfa rupture was seen.¿ per returned device evaluation, scratches and s-shape curvature were observed on sheath shaft, which indicated that patient had calcified and tortuous access vessels. The presence of calcification and tortuosity access vessels can create a challenging pathway during the delivery system insertion through sheath, and it can lead to high resistance and high push force. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ these patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. A definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint event. As reported, ¿the system was advanced further and then the esheath kinked¿. Due to encounter high resistance and restrict of calcified access vessels during delivery system advancement, the excessive force was applied, and it could lead to kinked/bent on the sheath shaft. A definitive root cause was unable to be determined at this time. However, available information suggests that patient factors (calcification) and/or procedural factors (excessive device manipulation) may have contributed to the reported event. As reported, ¿the system was advanced further and then the esheath kinked, and an rfa rupture was seen. Aorta tamponade with a large balloon and all devices were pulled out together by the physician and a significant force was applied. Difficulties were encountered when retrieving the devices¿ additionally, per returned product evaluation, observed crimped valve damaged. With the excessive device manipulation to advance and retrieve the delivery system with crimped valve, it could lead to the crimped valve damaged and caught on sheath liner. Further excessive device manipulation, the crimped valve was exposed/protruded through the sheath liner, subsequently, the liner was torn and resulted in liner strand. A definitive root cause was unable to be determined at this time. However, available information suggests that procedural factors (bent valve strut caught on liner/excessive device manipulation) may have contributed to the complaint event.   In this case, a femoral artery rupture occurred and was possibly due to procedural factors (device manipulation) and/or patient factors (e.g. Calcification of the access vessel) that may have contributed to the complaint event.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues, a CAPA was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in implementation phase. Since no product nonconformance was confirmed, a product risk assessment (pra) escalation is not required. However, per management discretion, pra was initiated to further investigate this issue.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Investigation is underway.

Event description:
As reported, 26mm sapien 3 ultra case by tf approach. Access on the rfa with x2 proglide. The esheath was easily inserted. Difficulties were encountered while advancing the commander delivery system with crimped valve through the esheath when the ds was approximately halfway into the esheath. The vessels were screened, and no problem was seen. The system was advanced further and then the esheath kinked, and an rfa rupture was seen. The aorta was tamponade with a large balloon. Difficulties were encountered when retrieving the devices. All the devices were pulled out together by the physician with significant force. The vessel was stented, and 12 units of blood were given due to poor blood gas readings. The patient expired. Per pictures received, there is a bent strut on the valve frame and the sheath shaft liner is torn. It is suspected that the liner tore during delivery system insertion and when difficulty to advance was encountered.